Event description:
The customer reported that the images are placed offset in the memory anytime exposures are taken. This problem started during a procedure.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.